Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. It was also reported that there was necrotic tissue over the explanted product. There were no additional adverse patient effects were reported. The product was explanted.